Event description:
Caller reported an alarm 2 followed by alarm 26, which was related to an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ technical support instructed the caller on various steps to address the issue, including disconnecting tubing, tightening the t:lock, and delivering boluses to resolve the occlusion alarms. Ultimately, the customer was advised to replace supplies before resuming insulin and was provided with an option for further assistance through a follow-up.